Event description:
A malfunction alarm related to the tandem mobi cartridge was reported by the caller. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. No further technical support actions were completed after the malfunction was cleared.